Event description:
Philips received a complaint from a biomedical engineer (bme) on the v60 ventilator indicating a loss of alternating current (ac) power. It is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The bme provided that the device alarmed for low battery and then powered down. It was observed that there was no power when the device was plugged into the wall ac outlet(s). After plugging the device into multiple known good wall outlets, the bme discovered that there was no power or ac light emitting diode (led) illumination. Once the bme tried a different power cord, the ac led illuminated, and the device worked on ac power. The bme will charge the battery and order the replacement power cord for repair.

Manufacturer narrative:
Per good faith effort (gfe) response received on 18may2026, there was no patient involvement at the time the issue was discovered. No patient or user impact or harm was reported. The bme ultimately ordered and installed the replacement power cord, after which the issue was resolved. While it is unknown which tests were performed to replicate the alleged malfunction and determine the cause, the power cord replacement indicates that the cause or most probable cause of the alleged malfunction was likely due to a faulty power cord that needed to be replaced for repair. Following the power cord replacement, the bme returned the device to service as it passed the required performance verification tests per philips standard. No other malfunction was found. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.